Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 19mg/dl. The customer's most current level was 186mg/dl. The customer's levels had been as high as 539mg/dl. The customer treated the high with the pump. The customer was treated for the lows at the hospital with IV glucose. Troubleshot as conducted. The customer believed the pump was over delivering. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. No excessive no delivery alarms were noted. The displacement test functioned properly. The motor passed the motor test. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched reservoir tube window, a scratched keypad overlay and minor scratches on the lcd window.